Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter lh 750 slidemaker analyzer gave truck vacuum errors and blood overflowed at the probe wipe and into the instrument. The customer was wearing lab coat and gloves. There was no exposure to open wounds or mucous membranes; no one sought medical attention. Patient treatment was not affected in this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the truck vacuum tubing and verified the operation of the unit. The leak was resolved after the tubing was replaced. The root cause for the leak is attributed to the truck vacuum tubing which resulted in the loss of vacuum. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).